Event description:
During the endoscopic vein harvesting procedure, the endoscope had a blurry image. The surgeon converted to the traditional open leg technique to complete the procedure. No additional patient complications were reported.